Event description:
As reported to coloplast though not verified, patient was implanted with aris and restorelle mesh. Later the patient experienced urinary tract infections and vaginal erosion. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.